Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 2185 ventricular sics occurred, and there were non-sustained ventricular tachycardia (nsvt) episodes and ventricular fibrillation (vf) detected episodes with lead noise oversensing. There were vf detected episodes with inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 400-600 ohm range. An rv lead integrity warning occurred on (B)(6) 2015 for 2 or more nsvt episodes and sic greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to fracture of the right ventricular (rv) lead. High impedance was observed, as well as oversensing, noise, non-sustained tachycardia (nst) episodes, a high sensing integrity counter (sic), and no capture. A lead integrity alert (lia) triggered. Detections were turned off until the lead could be capped and replaced. No further patient complications have been reported as a result of this event.